Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not on a patient at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a e360 ventilator with a loss of air supply. Patient involvement information was not provided by the customer. The ventilator was evaluated and the customer reported condition was confirmed. The breath delivery unit was opened and the air tubing was found open and leaking. The tubing was reconnected and the ventilator is in working condition. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.